Manufacturer narrative:
Unit does not start up and alarms with panel connection lost. An insufficient interaction panel task was recognised. Vu esm board was replaced.

Event description:
Hamilton medical ag received the following incident description: biomed stated that after preforming preventive maintenance (pm), ventilator started showing "panel connection lost", invalid serial number and had no technical state. No issues occurred during pm.